Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter alleged that they have received multiple loss of prime alarms over the past 3 weeks. It was noted that the loss of prime alarms would sometimes occur during normal basal delivery or after a change in force. Reportedly, loss of prime alarms would occur when the pump was dropped as well as when the tubing was tugged or pulled on. The reporter also noted that the pump was dropped in a cleaning solution while the user was working and now loss of prime alarms occur more frequently. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/21/2014 - device evaluation:the pump has been returned and evaluated by product analysis 01/09/2014 with the following findings: a review of the pump history showed multiple loss of prime alarms. The pump performed the rewind, load, and prime steps with no loss of prime alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime alarms occurring. The force sensor calibration was found to be within the required specifications. The pump cover was removed and the force sensor pins were correctly seated and no contamination was observed. The complaint of the pump emitting multiple loss of prime alarms was found in the pump history but was not able to be duplicated during testing. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.